Event description:
It was reported to philips that the system was not switching on. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was outside of clinical use at the time of event occurrence. A philips field service engineer (fse) inspected the system and confirmed that it was failing to boot. The philips engineer identified that the mains interface unit (miu) and power inverter (point) modules were faulty due to rat infestation, as evidenced by the presence of droppings and urine within the cabinets and on the defective modules. An analysis of the system log file revealed a gap in logging activity and during the startup, the generator was non-responsive, which confirms the malfunction. After the replacement of the miu and point modules, the system was subjected to functional testing and subsequently restored to full operational condition. The codes have been updated based on the investigation's outcome.